Manufacturer narrative:
The following field was updated with corrected information: g.4. Date received by manufacturer: 2021-01-20.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument discrepant tv results are occurring with the bd max¿ vaginal panel. All positive samples are being re-ran and not always positive. There was no reported patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of "results" was received against the bd max instrument catalog number 441916, serial number (B)(6). Fse went on site to troubleshoot bdmax instrument (sn#: (B)(6) located at crystal run medical in monroe ny. Completed health check with adjustments to cal rack and tray alignments (side a -5 to -7). Adjusted 5vdc from 4.85 to 5.15. Replaced pump 2 as per recommendation from global. Cleaned mux boards and readers. Renormalized readers as per recommendation. Ran load cartridge, cal rack, pcr test with thermal paper, heater mux self tests all with passing results. Completed performing robot alignment as per (bd max service training guide (shq-sg-003 rev. 5)). Fixed magnet assembly installed and 443334 pump used for repair. After completed robot alignment for rack calibration and pcr calibration, the instrument is testing without errors and I have returned the instrument to the lab for normal use. No bubbles observed during qualification runs. The instrument is functioning properly and operational. The current software version level is 4.72a. The complaint is confirmed. The root cause is likely related to a "faulty pump". The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h10.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument discrepant tv results are occurring with the bd max¿ vaginal panel. All positive samples are being re-ran and not always positive. There was no reported patient impact.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument discrepant tv results are occurring with the bd max¿ vaginal panel. All positive samples are being re-ran and not always positive. There was no reported patient impact.